Event description:
It was reported that intermittent occlusion alarms occurred. System check was being performed by tandem technical support (tts), however customer declined to complete the check as they had already completed their own troubleshooting and changed supplies. Customer's blood glucose was 232 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.